Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that nurses at the facility indicated that they are observing fluid left in the secondary container when the entire medication was programmed to be infused. This occurred during therapy; however, there was no pt injury or med intervention required. Further communication with the customer determined that clamps were being left closed on secondary lines which restricted flow and caused under-infusions. It was also determined that in many cases, the primary containers were not lowered during secondary infusions, preventing unrestricted flow from the secondary containers. Furthermore, the customer has stated that the facility does not allege this to be a product malfunction.